Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the patient likely experienced a patellar fracture and displacement of the patellar implant marker following a suspected fall. X-ray images of the left knee showed one image with an intact total knee replacement and resurfaced patella, while a second image revealed a probable periprosthetic fracture of the posterior and distal patella, along with a displaced marker, supporting the reported issue. No additional clinical information was available for review. However, based on the imaging and reported trauma, the most likely cause of the fracture and implant displacement is injury from the fall, rather than a device-related issue. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2019, is suspected the patient experienced a fall/trauma. This adverse event was treated by a revision surgery on (B)(6) 2025, in which one (1) gns ii resurf pat 32mm was exchanged for one (1) gns ii resurf pat 35mm. The current health status of the patient is unknown.